Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles on the surface of the shell, delamination of the plug strap, fluids, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Delamination of the plug strap assessed as cohesive failure. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.